Event description:
It was reported via repair work order that the footend lift was stuck elevated and would not lower due to bent lift gear. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion: part on order.

Manufacturer narrative:
Supplemental to report that the unit has been repaired and returned to service. The issue was resolved for the customer by replacing the lift assembly (pn 3006-301-251s).

Event description:
It was reported via repair work order that the footend lift was stuck elevated and would not lower due to bent lift gear. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.